Manufacturer narrative:
Qn#(B)(4). The customer returned one, 3-lumen catheter and a guide wire for analysis. The guide wire was returned still inside the catheter. Mi croscopic analysis revealed the guide wire was unraveled adjacent to the proximal weld. Three kinks were also observed across the guide wire body. Microscopic examination confirmed the defect. Additionally, the point of separation on the core wire appeared tapered and slightly discolored indicating that the core wire separated directly adjacent to the proximal weld. The distal j-bend was misshapen but intact. Kinks in the guide wire measured 215mm, 235mm and 275mm from the distal end. The guide wire total length measured 601mm, which is within the specification limits of 596mm-604mm per the guide wire graphic. The guide wire outer diameter measured .846mm, which is not within the specification limits of .788mm-.826mm per the guide wire graphic. It does fall within specification of .838-.877mm per product drawing. The catheter body length measured 216mm, which is within the specification limits of 207mm-227mm per the catheter graphic. The catheter body outer diameter measured 2.46mm, which is within the specification limits of 2.39mm-2.49mm per the catheter extrusion graphic. A lab inventory guide wire with a diameter of .791mm was passed through the returned catheter. Little to no resistance was observed. A lab inventory guide wire with a diameter of .844mm was passed through the returned catheter. Little to no resistance was observed. Both sizes were functionally tested to verify both possibly reported kits. A manual tug test confirmed that the distal weld was secure and intact. The original material reported for this complaint was aw-04435 lot# 14f19c0347. This material kit does not contain a catheter which was also returned with the guide wire. After reaching back out to the customer, it was revealed that the kit used was cs-25703-e lot# 71f19c0948. However, the guidewire returned matches what was first reported and not the guidewire that is provided in cs-25703-e. It is assumed that the guide wire from aw-04435 was used with the catheter from cs-25703-e. The length of both guide wires are the same specifications. A device history record review was performed, and no relevant findings were identified. The DHR review consisted of both guide wires in their respected kits. The IFU provided inside kit aw-04435 does not specify what size catheter should be used when using the guide wire provided inside that kit. Lidstock for aw-04435 also does not specify which size catheter should be used. The IFU provided inside kit cs-25703-e does not specify which size guide wi re to use but does warn the user "do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide.". The report of an unraveled guide wire was confirmed through complaint investigation. Visual analysis revealed that the guide wire was broken adjacent to the distal weld. Three kinks were also observed across the guide wire body. The guide wire and the catheter met all relevant functional and dimensional requirements, (though from different reported kits) and a device history record review did not reveal any relevant findings. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the spring wire guide (swg) kinked during patient use.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the spring wire guide (swg) kinked during patient use.